Event description:
User reported that the sweep went to zero without any indication to the clinician. There was no patient harm.

Manufacturer narrative:
Device logs show that sweep was turned off by the user using the qvm4 control knob. Investigation of the device confirmed the sweep knob is secure and in good condition. Investigation confirmed normal gas operation and logging. Unit passed all checks.